Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump can not get out of the rewind sequence and the insulin kept squirting out. Troubleshooting was performed. Customer's blood glucose was 288 mg/dl. Customer was advised to discontinue use of the device. Customer was not wearing the device during priming. Proper procedures in how to put on an entire set was explained to the customer. Customer stated the piston is touching the stopper. Reservoir was on the tired notch before the second one, the device had u, no amount. Customer was advised to do a complete set change. Customer is not home. The device motor did not slow down or had numbers ramping up or down. No further information reported.